Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they experienced infection at both incisions and had an upper respiratory infection. It was indicated that it was unknown if the issue was resolved at the time of report. Additional information was received from the patient on (B)(6) 2017. The patient reported that they still had their upper respiratory infection and was feeling a little bit of a fever. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.